Manufacturer narrative:
The sample device was not received for evaluation. Investigation is in-process. The typical protocol of using a combination of integuseal and ioban leads to a surgical zone that allows only skin covered with integuseal to contact ioban; in other words, there is no area where ioban touches the skin but integuseal does not. Adhesion force testing of ioban with and without integuseal shows that integuseal does not increase the force required to remove the ioban drape. After further review, we note that the maude database has reported skin injuries associated with the use and removal of ioban. We also note that the ioban IFU provides the following instruction when using ioban on elderly patients: "during the removal process hold onto the film with the thumb and hand as close as possible to the junction of skin and adhesive film. This prevents severe stretching. Skin of elderly patients is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes." No additional information has been provided at this time. A follow-up report will be sent when additional information becomes available. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
It was reported by a kc sales representative that at the conclusion of a procedure when the doctor was removing the drape, the epidermis was removed only where the integuseal came into contact with the ioban. A week later the patient was reported to have developed an infection with drainage coming from deep within the surgical site. The wound had to be debrided and the patient was started on IV antibiotics. The patient is reported to be recovering well. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B) (4).